Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurry vision dur to overcorrection. The lens was exchanged later in a secondary procedure. Additional information has been requested.

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but half a diopter less power- non toric lens indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Corrected information provided in d7a. On initial MDR single-use reprocessed & reused was reported as yes. It should have been no. Additional information provided in b.5. B.2. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury caused by our company's product. The manufacturer internal reference number is: (B)(4).